Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the actions taken were to change programs. The patient will see the healthcare provider (hcp) to check impedances and get x-rays. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that earlier this week they started having back pain around their lower back and a return of loose stool. They decided to turn stimulation back on, and when they did this the device started shocking them. They decreased stimulation and the device was still shocking them. They decided to turn stimulation off and that resolved the back pain and shocking, but every time they turn the device back on it shocks them. They said that they called their healthcare professional and they recommended them to call patient services. On the call the patient changed from program 1 to program 2 at 0.8 volts and felt stimulation comfortably in the intended location. They were going to monitor symptoms now that a change was made and will follow up with their healthcare professional if it doesn¿t resolve. No falls or trauma were reported.